Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite extension set the product was clogged. There was no report of patient impact. The following information was provided by the initial reporter: attached syringe to extension set and tried to flush line prior to use. We are unable to flush line.

Event description:
It was reported while using bd alaris smartsite extension set the product was clogged. There was no report of patient impact. The following information was provided by the initial reporter: attached syringe to extension set and tried to flush line prior to use. We are unable to flush line.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that they are unable to flush line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 21119802 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Even though no sample/photo was received and a failure could not be confirmed, CAPA # 1998036has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot # 21119802 regarding item # 22003e-07.